Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed no defect found. No evidence of product malfunction or product error was found. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: DHR reviewed. No deviations or nonconformance's were noted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic s-rom/lps insert broke in two pieces when impacting at surgery. No hard instruments was used. Inserts was putting in right position and during examination of flexion/extension rom surgeon saw the metal part was lifting a bit from the plastic part. They were supposed to use insert xs 23 mm but since they just had one of each they had to use an insert 21 mm. Surgery delay 5 minutes. Procedure successfully completed no patient consequences.